Event description:
It was reported that during a carotid angiography procedure, the pt experienced a stroke and was sent to another hosp. Clotting of blood on and inside the catheter was noted after the catheter was removed and irrigated. It was also reported that the case lasted 15 to 20 minutes, the catheter was flushed with standard saline every few minutes, and no heparin was used. Pt status is unknown at this time.

Manufacturer narrative:
Manufacturing reporting changed from 6000061-00002 to 6000063-00001.